Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridge. Reportedly, the cartridge was filled with 250 units of insulin. Reportedly, the customer was unable to provide the amount of insulin that had been delivered since the cartridge was loaded. There was no reported impact to the customer's blood glucose level.